Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the material remaining in the device could not be determined. It is unknown if reprocessing steps were deviated from the instructions for use. No physical damage of the device was confirmed at where the foreign material was remained. However, a definitive root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection". IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope was not blowing. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that the air/water and jet channel had contamination. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: light cover glasses adhesive was uneven, distal end adhesive was lifting, angle (down, left and right) did not meet specification, up/down angle play had play evident, left/right angel play had minor play evident, air channel volume had a blockage evident, water flow and water removal did not meet specification, and water channel volume had a blockage evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.